Event description:
In the morning, about 0850 a.m. While brushing my teeth toward the back of my mouth, the toothbrush head separated from its handle. I swallowed the brush head and ~ 1/4 of the handle. My wife was at the sink next to me as I choked on the brush head. I could not tell her my distress while choking on the toothbrush head, all I could do was to grab her to show her my distress. I was unable to speak for ~ 2 minutes, finally my wife saw the toothbrush handle in my hand as I clinched my throat in effort to catch my breath. My wife called 911 after determining I had swallowed the toothbrush head. After about 2 to 3 minutes of choking I ran to the kitchen sink, still choking on the toothbrush head, poured a glass of water and attempted to drink it, then I sat down resolved that I was going to choke to death. About this time ~ 5 minutes into my ordeal, the paramedics arrived. The brush head started moving as I attempted to respond to the emergency medical technicians, giving me a partial airway, then at this point I was transported to a local hospital emergency room in the town where I live. I was in the emergency room from ~ 0920 to ~ 2:40 p.m. Taking x-rays and undergoing tests to locate the brush head, which was not located that day. Five days later, my doctor ordered a CT-scan which showed the brush head had migrated to my small intestine area. I received instruction to drink mineral oil to possibly pass the object, but no luck. I saw a digestive health specialist, who suggested I have a colonoscopy to find ad remove the toothbrush head. I will have my colonoscopy tomorrow. The tooth brush was manufactured by colgate made of a clear plastic base with a rubber grip like handle. My wife and I have been touch with the colgate reps about this incident, and they have checked on my status at least weekly, but until toothbrush head is gone I will not be satisfied.